Event description:
It was reported that an arteriotomy closure of a right femoral vessel was attempted using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, the body of the proglide was found to be bent more than usual during insertion into the patient anatomy. No resistance was felt during insertion of the device. The device was removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to initial med watch report additional information was received: arteriotomy closure was attempted in the right common femoral artery. The part of the proglide that was bent more than usual was the curve of the proglide (distal guide just past the marker port).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with all components in pre-deployed position. Inspection of the returned device revealed a sheath kink at the o-ring, which could appear very similar to the reported bent distal guide. The reported product experience was confirmed. The kinked sheath suggested that there was difficulty inserting the device into the patient anatomy. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the sheath kinked at an o-ring could not be determined. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database was performed and found no similar incidents. There does not appear to be any indication of a product quality problem.